Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter observed clogging the nozzle was found to be organic silicone, possibly derived from chemicals such as antifoaming agents but the origin of the material could not be determined. The root cause of the issue could not be determined, as there was no device deformation that could contribute to the retention of foreign material observed and no additional facility device reprocessing information was reported or available, however, it is possible that device cleaning was insufficient and chemical stains that adhered during the case were not completely removed. The event can be detected/prevented by following the instructions for use which state: 3.3 endoscope inspection. - inspection of the entire endoscope. ¿8. Visually check that there are no scratches, cracks, chips, stains, discoloration, deformation, gaps around the lens, etc. On the entire distal end of the endoscope, including the objective lens and illumination lens¿. 3.8 inspection of function in combination with related equipment. - checking the cleaning function of the objective lens surface. ¿1. Cover the spray button hole with your finger¿. ¿2. Push the button all the way in while blocking the hole (two-stage push). Ensure that water flows across the endoscopic image¿. ¿3. Release your finger from the spray button. Visually confirm that water stops flowing on the endoscope screen and the button returns smoothly to its original position¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure when the foreign material adhered to the scope. Additionally, it was unknown if there was a delay in the start of pre-cleaning, the customer did flush the nozzle with water and air and with detergent solution, and there were no abnormalities reported in the accessories used for reprocessing the device. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of poor air supply was not confirmed. The following additional findings were also noted: wear of the angle wire causing the bending angle in the up direction and the play of the up/down knob to be out of the standard values, assorted chips, cracks, discolorations, scratches, and dents. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the customer¿s gastrointestinal videoscope had a poor air supply. The unknown procedure was completed with the same equipment. Upon inspection and testing of the returned unit, foreign material was found clogging the nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.